Manufacturer narrative:
Device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages with multiple cartridges. Reportedly, the cartridges were filled with 300 unit of insulin. The customer's blood glucose level was 200 mg/dl. It was confirmed that the customer has manual injections available as alternate insulin therapy.